Event description:
During remote monitoring, the device was found to have entered backup vvi (bvvi) mode. The patient was later seen in-clinic, abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.